Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clips could not be properly formed. The 'twist formation' occurred. The malformed clips damaged the vessel. Another device was used to complete the procedure.